Event description:
Reporter stated that patient had been receiving erratic results (60 -300 mg/dl), while using the suspect device. Reporter indicated that, after receiving a result of 45 mg/dl, patient delivered insulin (type and amount not provided), believing the result to be incorrect. Patient reportedly sought treatment (at an unspecified time, later that day) in the hospital emergency room. According to reporter, patient was unable to recall if she was treated or tested while at the hospital. Patient was reportedly released, from the emergency room, a few hours after arriving. Patient's current condition: feeling fine. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.